Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that 6 of the adc devices failed and indicated ¿patient called to report product issues for himself and his wife regarding the abbott libre 2 cgm and sensors. Patient stated that him and his wife experience a 75% startup failure rate with the sensors. Patient stated the sensors will give erroneous results sometimes 90 points lower than what the blood sugar is. Patient said on saturday night he got a low alert 4 times that read 59, but after checking with a finger stick it was 149. Patient stated he is reporting because if someone were to treat with insulin based off the erroneous readings it could be life-threatening or even kill someone. Patient stated the MFR will overnight new sensors as a fix to the issue but says this is still a big problem and even the replacements they send will fail¿. There was no report of an adverse event or third-party treatment provided for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 5 additional sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.